Manufacturer narrative:
Concomitant medical products: 407645, lead, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for low impedance. High atrial thresholds were also noted and a loss of sensing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.